Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Event description:
The customer reported that the measured approximately 200 patient samples with one reagent cassette for the tina-quant hemoglobin a1cdx gen.2 (hba1c) test. When these samples were repeated using a different reagent cassette of the same lot, a result difference of >1.5% could be seen. Data was provided for a total of 193 patient samples. Of these 193 samples, 47 were found to have erroneous results that were reported outside of the laboratory. Refer to the attachment for all patient data. All repeat results were obtained on (B)(6) 2015. All erroneous results were reported outside of the laboratory. The customer stated that two patients were sent to the hospital based on the erroneous results. One additional patient also had their medication increased due to the event. It was asked, but it is not known which specific patients were affected as stated. It was asked, but it is not known if these patients were adversely affected due to being hospitalized or having medication increased. A clarification has been requested. No adverse events were alleged. The hba1c reagent lot number was 699893-01 with an expiration date of 09/30/2015. It was determined that the customer did not have the clot detection activated on their analyzer.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. With a high probability, a customer handling error is the root cause.

Manufacturer narrative:
It was determined with a high probability that the customer may have used old hemolyzing reagent at the time of the issue. The customer has not faced any further issues since they started changing the hemolyzing reagent daily.